Event description:
It was reported that the siderail was not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the siderails would not lock in the upright position due to dust/dirt obstruction and lack of lubrication.

Event description:
It was reported that the siderail would not lock in the upright position due to dust/dirt obstruction and lack of lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.